Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure location of device: endometrium") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, nuvaring and depo provera. Concurrent conditions included post coital bleeding. Concomitant products included ibuprofen, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), tramadol and tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: rash"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced skin disorder ("rashes or skin conditions"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and uterine scar ("scaring of uterus"). The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, rash, depression, skin disorder, vaginal discharge, fatigue, abdominal pain and uterine scar outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, depression, fatigue, menorrhagia, rash, skin disorder, uterine perforation, uterine scar, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral 'ensure devices are in place with occlus. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: event medical device removal replaced with perforation (uterus) / migration of essure location of device: endometrium, abnormal vaginal bleeding, menorrhagia, rash, depression, rash or skin conditions, pain, vaginal discharge, fatigue, abdominal pain, bloating, scaring of uterus added. Reporters,concurrent condition,events outcome,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure location of device: endometrium') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, nuvaring and depo provera. Concurrent conditions included post coital bleeding. Concomitant products included ibuprofen, paracetamol (acetaminophen), tramadol and tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and the second episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rash"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced skin disorder ("rashes or skin conditions"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and uterine scar ("scaring of uterus"). The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, skin disorder, vaginal discharge, fatigue, abdominal pain, uterine scar and the last episode of dermatitis allergic outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, depression, fatigue, menorrhagia, skin disorder, uterine perforation, uterine scar, vaginal discharge, vaginal haemorrhage, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral 'ensure devices are in place with occlus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure location of device: endometrium') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, nuvaring and depo provera. Concurrent conditions included post coital bleeding. Concomitant products included ibuprofen, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), tramadol and tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash") and rash ("allergic or hypersensitivity reaction type: rash"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced skin disorder ("rashes or skin conditions"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and uterine scar ("scaring of uterus"). The patient was treated with surgery on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dermatitis allergic, depression, skin disorder, vaginal discharge, fatigue, abdominal pain, uterine scar and rash outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, depression, dermatitis allergic, fatigue, menorrhagia, rash, skin disorder, uterine perforation, uterine scar, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: bilateral 'ensure devices are in place with occlus. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received; reporters were added. Rash was added as a event. Dob of patient was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove essure") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.